Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) ran daily check, which failed due to the cup transfer not being even with the outer hole of the incubator, causing 4153 c.trans-z home overrun error message. The fse adjusted the incubator belt and then cleaned and adjusted the incubator home position and cup transfer module. The fse then proceeded to run the cup transfer test five (5) times without any errors. The fse then ran daily check, which passed. The customer then ran a patient sample without any issues. The aia-900 instrument was working within specifications; no further action was required by the fse. A 13-month complaint history review and service history review for (B)(4) for similar complaints was conducted from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [4153] c.trans-z home overrun: cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to the incubator requiring adjustment.

Event description:
On (B)(6) 2018, a customer reported receiving 4153 c.trans-z home overrun error message with the aia-900 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.